Manufacturer narrative:
Based on the available data, a general reagent issue could be excluded. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The customer stated that their qc was acceptable. The field service engineer (fse) found that the wash station needle was dripping. The fse adjusted the rinse station, checked the bowl rinsing levels, and replaced suction and water rinse tubes. The investigation is ongoing.

Event description:
There was an allegation of questionable crep2 creatinine plus ver.2 results for 1 patient sample on a cobas c 503 analytical unit. The initial crep2 result was 7.8 mg/l. The doctor questioned the low result and the sample was repeated. The sample was repeated on another analyzer and the result was 29.9 mg/l. The sample was repeated a second time and a third analyzer and the result was 29.7 mg/l.